Manufacturer narrative:
The device was returned with introducer, pusher, and implant for analysis. Starting the investigation, the device was removed from the return packaging. The pusher was found broken at the transition area, and the 0.001" wire within the pusher was broken. The body coil of the pusher was stretched at the proximal side of the body coil . The gold connector of the pusher was kinked at the e3 epoxy joint. The hypotube was kinked 14" inches away from the gold connector end, and a broken green lead wire was observed just distal of the proximal black pet. The implant was still attached to the pusher coil, and no burn marks are observed at the strain relief. Overall, the implant and introducer did not contain any notable damages. There were no other notable observations. Based on the investigation the complaint of a detached coil was unconfirmed. The implant was found still attached to the pusher and did not detach during the procedure; however, the pusher was broken at the transition area and the body coil was found stretch damaged where the green lead wire is observed broken. The complaint may have been describing the green lead wire damage, which most likely occurred when the device became stuck and upon retrieval, the body coil of the pusher experienced over specification of pull force which made it stretch and break the green lead wire.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil stopped advancing in the middle of the microcatheter. After the coil had been removed, it was noted that the pusher was not connected to the implant coil. There was no reported intervention or patient injury.